Event description:
Medfusion 3500 syringe pump display is error-prone. A baby was infused with 12 hours of lipid solution over 12 minutes, in part because of the display. 12 minutes is displayed as 12:00. On other clocks (think alarm clock, dvr, etc.) This display signifies 12 hours. Pump was set at 12:00 rather than 12:00:00, causing the 12 hour infusion to go in over 12 minutes. The nurses stop entering when they reach 12:00 because they expect this to signify 12 hours.